Event description:
Customer reported: when the nurse had tested the tube's cuff, she found that tube cuff wasn't deflating well. Customer confirmed that fault was identified during pretesting efforts. No pt involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.